Manufacturer narrative:
Hill-rom technical support troubleshot the bed down to the left side rail and suggested to isolate the cable. The account stated that replaced the left side rail cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head down function would run down on its own. The bed was located at the account. There was no patient/injury reported. This report was filed in our complaint handling system as (B)(4).